Event description:
On (B)(6) 2018, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2018 at around 10:00 or 11:00 am. The patient manages her diabetes metformin medication. It was not reported if the patient took any action in regards to her usual diabetes management routine in response to the alleged issue. The reported denied the patient developed any symptoms as a result of the alleged issue however claimed that on (B)(6) 2018 at 9:00 am, the patient attended the doctor¿s office where her blood glucose was measured at "539 mg/dl" on the doctor¿s device. The reporter claimed the patient was treated with a shot of insulin (type and dose not specified). At the time of troubleshooting, the csr noted that the subject meter was not being use for the first time. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr noted that the testing supplies were not available at the time of troubleshooting to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began.